Manufacturer narrative:
Date of birth - born (B)(6). Ethnicity - requested, not provided. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after the patient was treated with a 6f artery sheath, they planned to conduct femoral artery closure with 6f angio-seal device. A pre-angiographic was confirmed for the indication. The closure process went on well, however the puncture site had bleeding after the deployment of the closure device. Hand pressure was applied for a few minutes to stop the bleeding. The blood loss was less than 250cc's. The patient was in stable condition. Additional information was received on 08may2020: the bleeding occurred in the procedure room. A hematoma was present. It was a right femoral artery puncture. The patient was discharged. Additional information was received on 14may2020: the procedure performed for the patient prior to the use of the closure device was a femoral arteriography.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.